Event description:
It was reported that a minimum fill notification occurred. Additionally, it was reported that air bubbles were observed within the infusion set tubing. A new cartridge was loaded to resolve the issue. There was no reported adverse impact to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.